Event description:
Additional information: the device history record (DHR) review is completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Other: device not returned

Event description:
Reportedly, the device was implanted to correct mitral regurgitation in 2007. Mitral annuloplasty and tricuspid annuloplasty were also performed on the same day. Ring was explanted in 2008 due to mitral regurgitation, and a mosaic valve 25mm was implanted as a replacement. When customer explanted the ring, he found that the anterior commissure side suture was detached. Customer assumed that the suture may have detached under tension because the size of the ring was small for the patient. Device was discarded at the hospital and is unavailable for evaluation. Event date is only known as 2008.